Event description:
The user is no longer able to hear with the device. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user is no longer able to hear with the device. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The problems given in the recipient report seem to be congruent with the damage found. A broken screw was noted, but there is no direct evidence linking it to the malfunction observed. While it might have contributed, there is no clear correlation. The broken screw likely resulted from poor positioning during initial implantation, and there is no indication that it was the primary cause of the device failure. This is a final report.

Event description:
The user is no longer able to hear with the device. The device has been explanted.